Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urge incontinence and urgency frequency. It was reported that they thought their leads might have moved. They were advised to contact their clinician. No further device issue alleged / identified. No patient symptoms or complications were reported.